Manufacturer narrative:
This report is for one of five devices involved in this event, please refer to report 3013450937-2019-00069, 3013450937-2019-00070, 3013450937-2019-00071, and 3013450937-2019-00072. The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The clinical director, present during the case, indicated that there was no apparent damage to the revised component, and it was unable to be obtained for further analysis. Should additional information be obtained the repot will be supplemented.

Event description:
Patient underwent a revision surgery due to the resurfacing femur loosening and the resurfacing femur and stem extension dissociating.